Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it is presumed that the air supply operation stopped, and the front-panel led turned off when the error beeps due to the detection of an error in the pressure sensor on the main board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added: d9, h6, corrected h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the air supply operation stopped, and the front-panel led turned off when the error beeps due to the detection of an error in the pressure sensor on the main board and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit experienced power turned off. The issue occurred during a therapeutic unspecified procedure. The procedure was completed using the same device. There were no reports of patient harm.